Event description:
It was reported that the patient underwent a sling procedure in 2005. Postoperatively, the patient developed mesh exposure. Part of the mesh was removed during a surgical procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.